Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of multiple questionable inr results from a coaguchek xs pro meter compared to the laboratory results using the tromborel s reagent. The customer provided the data for 54 patients from which 11 were reportable malfunctions. For patient 1 the meter result was >8 and the laboratory result was 6 inr. For patient 2 the meter result was 7.6 and the laboratory result was 5.1 inr. For patient 3 the meter result was 5.7 and the laboratory result was 3.9 inr. For patient 4 the meter result was 5.1 and the laboratory result was 3.8 inr. For patient 5 the meter result was 7.5 and the laboratory result was 4.9 inr. For patient 6 the meter result was 4.9 and the laboratory result was 3.5 inr. For patient 7 the meter result was 5 and the laboratory result was 3.8 inr. For patient 8 the meter result was >8 and the laboratory result was 4.7 inr. For patient 9 the meter result was 7.3 and the laboratory result was 5.2 inr. For patient 10 the meter result was 5.2 and the laboratory result was 3.6 inr. For patient 11 the meter result was 6.5 and the laboratory result was 4.7 inr. For all the results provided, the meter results were from capillary samples and the laboratory result were from venous samples collected immediately following the meter results. There was no allegation of an adverse event. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.